Event description:
Mxp2515221; ra601764 discrepant abo forward typing result for one donor sample using ortho vision ID-mts analyzer equipped with software version 5.12.4. Donor is known b(abo2) rh positive and customer had obtained an o rh negative typing result and therefore, they questioned this result. The customer reported that, on the same day, they had retested the same donor sample for abo forward typing in manual tube method, and that they had obtained the expected b(abo2) rh positive typing result. The customer reported that, on the same day, they had retested the same donor sample on their ortho vision ID-mts analyzer, and that they had obtained the expected b(abo2) rh positive typing result. The customer confirmed that no biased result was reported to a physician. The customer confirmed that no patient/donor was harmed.

Manufacturer narrative:
E-connectivity data from the customers ortho vision ID-mts analyzer detailing the following was extracted by ortho care for further analysis: - metering report - barcode scan report - door transition report - order report from the customers ortho vision ID-mts analyser - a digital image of the affected gel card. This analysis determined the customers analyzer functioned as per design. This investigation was escalated to ortho third level for further analysis. Third level performed a detailed review and did not find any irregularities or errors by the system while processing the affected test: the full testing journey was analyzed from sample loading, scanning, metering, and reading. There was nothing unexpected found in these operations: - 8:27 sample loaded into srdr sample ring sector 4, position 1. Sample is then scanned by internal barcode scanner. - 8:29 metered from sector 4, position 1. Pipa moves and height locations are consistent with expected readings. - 8:43 read and graded by cassette imaging system (cims). - no doors were opened/closed during that time. - no manual scanning or manual sample assignment occurred. - qc testing had been run about one hour before and was successful. - any possibility of image mismatch was analyzed, and no evidence was found. - any possibility of the samples being accessed without proper/expected scanning was analyzed, and no evidence was found. There was no evidence to suggest that the system caused the unexpected result. The assignable cause of the discrepant abo forward typing result obtained by the customer could not be determined. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagent or analyzer to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported event.